Event description:
Patient reported to have undergone a right hip hemi-arthroplasty procedure on (B)(6) 2008. Patient alleges the onset of bleeding and feels movement in the hip. Patient further alleges that a revision procedure is necessary; however, the patient does not want a revision due to her age. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."